Event description:
In 2008, the physician treated an open reduction internal fixation distal radius fracture with bone substitute and an acumed volar plate. Post-operation, the pt had minimal pain, but the bone failed to heal (nonunion). The broken hardware was seen on x-ray in 2009. The broken hardware was removed from the pt seven months later. There was a persistent nonunion, but the pt did not want to have bone grafting and repeat fixation. After removal of broken hardware, the pt was treated in a cast for four weeks post operation.

Manufacturer narrative:
Visual examination of returned x-rays. Several attempts were made in effort to collect additional details regarding this event. As of 2009, no additional details have been received. During our investigation, x-ray were reviewed. It was concluded with clinical professional that the sole cause of this event is due to surgical technique.

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion characteristics and anatomical location are unknown. The equalizer balloon catheter ruptured during an unspecified procedure. The number of inflations, the duration of inflations and to what atms is unknown. The procedure was completed with another equalizer balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B) (4).